Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed on (B)(6) 2023. It was reported that the spaceoar was implanted under the rectal mucosa, and part of it continued outside the wall, however, some parts of the serous membranes were missing. The patient status is unknown, despite of the good faith efforts (gfe).